Manufacturer narrative:
It was reported that "foley initially intact on admission but within ten minutes, foley was found to have snapped at connection point to the y between the drainage bag and the balloon, causing rupture of balloon. Foley remaining in patient's bladder successfully removed." In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley was found to have snapped at connection point to the y between the drainage bag and the balloon, causing rupture of balloon.